Event description:
It was reported that a patient had a loss of stimulation in the appropriate area. The patient had initially had good results. The re porter stated that the patient felt a stimulation change and return of symptoms on (B)(6) 2012 after getting in and out of a taxi and sitting in the taxi was uncomfortable. An impedance check showed the majority of contacts were greater than 4000 ohms. Programming with the contacts with normal impedances did not provide the patient with satisfactory coverage. It was reported that the patient's surgeon had scheduled a lead replacement in (B)(6). A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, implanted: (B)(6) 2011. Product type: lead. (B)(4). Report source: canada.